Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the patient's tracheotomy, the cannula was put in and the balloon was injected, it was found that the balloon could not be saturated, so a new tracheal cannula was replaced. The original gas cutting casing was checked and found that it was leaking. There was patient involvement, and no patient harm/adverse event reported.